Event description:
It was reported that during instrument fixation of l10-l12 back surgery, it was observed that nothing could be inserted into the foot control device. As a result, there was a two minute delay in the surgical procedure. An identical spare device was used to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this was due to mishandling where the locking mechanism was damaged which caused misalignment that prevented the muffler from being inserted. This was further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned and is currently pending evaluation. Once (B)(4) evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.